Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they received a message that the patient (pt) went for MRI today but the programmer displayed the eos message. Employee asked if MRI mode could still be activated. Employee then asked why the ins reached eos after only being implanted since (B)(6) 2024 and noted the therapy settings were at 0.8. Employee believes the ins should not have reached eos yet - agent recommended speaking with another technical services(ts) agent regarding non-MRI related questions (battery longevity) and noted they will reach back out to ts later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.